Manufacturer narrative:
(B)(4). The device is available and will be sent back to baxter for an evaluation. A follow-up medwatch report will be submitted when additional information or the evaluation results become available.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a colleague infusion pump that was observed to "smoulder and burn" while in a patient's room. It is unknown when this event occurred, however, it was known that the device was not infusing at the time of the event. There was no report of an adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown.no additional information is available.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation.